Event description:
The following has been reported: biomed reported: "blank white screen while being turned on and remains to be a blank white screen while device is on." Injury/adverse reaction: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for lcd input failure. When powered on, the lcd was faded mostly to white. While the other pump systems engaged the lcd remained a distorted white coloration and was not responsive. An internal investigation was performed and it was found the lvds connection on the main board is damaged, preventing a proper lvds connection to the lcd. New lvds cables were attempted but none can fit in the damaged connector. While the main pcba was being inspected it was found the front housing has multiple damaged screw mounts. The original lvds suffered a slight bend to a metal latch during removal and is not able to be reused.